Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of right exeter femoral component was performed. Trunnion in two pieces were removed and another stem was cemented in situ. Broken total hip stem was reported. Neck fracture through stem at base of trunnion.

Manufacturer narrative:
An event regarding alleged crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis was performed and concluded that "the stem neck fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy and the head was consistent with astm f1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated "the primary harm involved is mechanical failure (fatigue fracture) of the femoral stem in a tha. No obvious cause has been identified. There is insufficient documentation presented to complete this assessment." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the stem neck fractured in fatigue however, no obvious cause for the fracture has been identified. Additional records such as pre and post op x-rays from the primary and revision surgeries and outpatient office/clinic notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of right exeter femoral component was performed. Trunnion in two pieces were removed and another stem was cemented in situ. Broken total hip stem was reported. Neck fracture through stem at base of trunnion.